Event description:
It was reported the pt's ptm was showing that the pump was alarming, although no audible alarm was heard. The alarm code 8474 indicated that a pump reset had occurred. The hcp was able to restart the pump, but scheduled for the pump to be replaced due to suspected premature eri. Prior to the replacement in 2009, the pt reporting hearing a 2 tone critical alarm every hour. The pump logs indicated a reset occurred - low battery followed by the pump going into safe state at about 10 days prior and the next day. The pump was replaced in 2009. The drug in the pump was dilaudid. The pt recovered without sequela.